Event description:
The international customer reported the ventilator alarmed with a data acquisition pcb adc failure occurrence then the unit shut down. There was no patient harm.

Manufacturer narrative:
Conclusion / root cause: the data acquisition pcba to motor controller pcba cable was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The international customer reported the ventilator alarmed with a data acquisition pcb adc failure occurrence then the unit shut down. There was no patient harm.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.